Event description:
It was reported that patient experienced a burn on the back of the neck following a treatment using xerf. A member of the cynosure lutronic clinical team contacted the site to investigate the event. It was determined that the event was caused by operator not following guidelines. The patient did not report any unusual heat sensation in the upper back associated with the disposable pad during the treatment. At the conclusion of the procedure, a localized erythematous area, suggestive of a skin burn, was observed on the upper back, corresponding to the location of the return pad specifically near the cable clip connection site. On (B)(6) 2026, follow-up images were received from the site demonstrating improvement of the lesion, and patient reported feeling improved. Labeling instructs patient return pad should be applied to the flattest possible surface, such as the back, while avoiding curved areas including the midline spine and shoulder contour. The images provided suggest suboptimal placement of the disposable pad. Cynosure lutronic clinical states, "the reported side effect is attributable to user error." Cynosure lutronic medical director also reviewed the incident and confirmed this was a burn due to misplacement or poor attachment of the grounding device. Per cynosure lutronic medical director, "patient is at risk for a scar and permanent injury at the center of the wound. I recommend cleaning with a gentle cleanser 2 times daily. Use a soft facecloth or gauze in the central area to help lift the debris off. This would be done gently and slowly. Once the skin is epithelialized, I suggest scar treatments that would include massage, silicone gel, microneedling and or non-ablative fractional laser treatments. I recommend aquaphor or vanicream to keep the area slightly moist. I do not recommend bacitracin as there is no evidence of infection." A service evaluation has been scheduled but not yet completed. When the device has been evaluated, a follow up report will be submitted. The event is reportable per FDA medical device reporting title 21 cfr part 803 since there is a risk for permanent injury occurring.